Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up / down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. The cassette door open and closed properly. A burn smell did not occur during the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. A device history record (DHR) review found the fluid leak bock had been checked. The mushroom head check passed. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a burning smell, blank screen, and fluid leak during setup on the cycler. The pdrn stated that they were having issues closing the cassette door and when they opened the door they discovered the fluid leak. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. Upon follow-up, the pdrn confirmed that there were no adverse effects or medical intervention required. The patient was able to complete treatment. The pdrn stated that there was no evidence of a burn present, just a burning smell. The cassette is not available to be returned to the manufacturer for evaluation because it was discarded. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.